Manufacturer narrative:
The date of the event onset was reported as an unknown date in (B)(6) 2016. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue between the physioneal bag and the homechoice cassette. The event was further specified as "the patient had difficulties with the connection of the physioneal bags to the lines of the homechoice cassettes and connection lost itself several times". This occurred during an unknown cycle of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.